Event description:
It was reported that during explant of the pulse generator, a decrease in output was noted when electrocautery was in use. The device was successfully explanted and replaced. No patient complications were reported, the patient was feeling -fine- after the procedure.